Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a planned explant with patient reason headache. Clinical reason iol at 157° should be at 145° had t8 should be t7. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in a.2., a.3.a., b.2., b.5., b.6., b.7., d.6.a., d.10., h.3., h.6., and h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Rotation of the acrysof toric iol away from its intended axis can reduce the astigmatic correction. The information provided indicated the clinical reason was the iol was at 157° and it should be at 145°; patient has t8 should be t7. Information was provided that the sa6at8(5.25cyl), 12.5 diopter lens was replaced with a ccw0t7(4.50cyl), 12.5 diopter lens. This would indicate the replacement was an improved choice for the patient's visual needs. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been requested and received stating that the lens was explanted and replaced with a different model and diopter company lens. There was no further impact to the patient. According to the surgeons opinion, wrong iol power caused or contributed to the event. Operation power was determined by intraoperative ora results.